Event description:
It was reported that the patient with this inflatable penile prosthesis presented with an infection characterized by swelling, redness, and purulence localized to the upper left lateral scrotum. The patient was administered antibiotics and exhibited a favorable response to medication. A revision surgery was performed, during which the physician confirmed that the infection was confined to the scrotum and had not infiltrated other components of the implant. The physician opted to excise only the pump and occlude the tubing leading to the cylinders and reservoir. The pump was removed, the tubing was occluded, and the area was thoroughly irrigated. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).